Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer 07 and 08 failed to open and the user was unable to issue item from drawer 08. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open, and devices are not found in populate buttons. A field service engineer replaced the module controller board and called cubex to configure drawers. The system functioned as intended after the field service engineer troubleshot the device.